Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. A36625-notvalid) inserted for female sterilisation. The patient's concurrent conditions included atypical hyperplasia of endometrium. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: there are several cysts lined by glistening pink tan endometrial- like tissue. No distinct nodule is identified. Both fallopian tubes are pink-purple and firnbriated. On sectioning, the lumen is pinpoint and in the intramural aspect contains a silver and metallic coiled wire compatible with an essure coil. A sample of the endometrium is submitted for frozen section in fsa 1. The remaining endometrium is $submitted for permanent sections. ¿concerning the injuries reported in this case, the following one/ones were described in medical records :medical device removal lot number reported (a36625) is notvalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. A36625) inserted for female sterilisation. The patient's concurrent conditions included atypical hyperplasia of endometrium. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: there are several cysts lined by glistening pink tan endometrial- like tissue. No distinct nodule is identified. Both fallopian tubes are pink-purple and fibrinated. On sectioning, the lumen is pinpoint and in the intramural aspect contains a silver and metallic coiled wire compatible with an essure coil. A sample of the endometrium is submitted for frozen section in fsa 1. The remaining endometrium is submitted for permanent sections. ¿concerning the injuries reported in this case, the following one/ones were described in medical records :medical device removal most recent follow-up information incorporated above includes: on 14-jul-2020: mr received. Lot no. Added. Event injury replaced with medical device removal we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.